Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: d8 h6 the following sections were corrected: b2 d4: expiration date is unknown g4: 510k is unknown due to specific device not being report h4: manufacture date is unknown h6. The reason for the revision was likely the result of a fall which led to fracture of the humerus. Additionally, the reported scapular notching was likely from impingement. However, this cannot be confirmed, and the devices were not returned for evaluation if any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
Pending investigation. D10: a10012 - gps implant kit v2 (B)(6). 320-20-26 - eq rev compress screw lck cap kit, 4.5 x 26mm (B)(6). 320-38-03 - equinoxe reverse 38mm humeral liner +2.5 (B)(6). 320-15-03 - rs glenoid plate post aug, 8 deg, left (B)(6). 531-20-00 - shldr gps rvrs drill kit (B)(6). 300-01-13 - equinoxe, humeral stem primary, press fit 13mm (B)(6). 320-20-22 - eq rev compress screw lck cap kit, 4.5 x 22mm (B)(6). 320-20-22 - eq rev compress screw lck cap kit, 4.5 x 22mm (B)(6). 531-78-20 - shouldr gps hex pins kit (B)(6). 320-10-00 - equinoxe reverse tray adapter plate tray +0 (B)(6). 320-01-38 - equinoxe reverse 38mm glenosphere (B)(6). 320-20-34 - eq rev compress screw lck cap kit, 4.5 x 34mm (B)(6). 320-20-00 - eq reverse torque defining screw kit (B)(6). 320-15-05 - eq rev locking screw (B)(6).

Event description:
As reported, approximately 5 years and 6 months post the initial left total shoulder arthroplasty, the patient was revised due to a humeral fracture. The surgeon wanted cementless revision so used competitor devices. Equinoxe stem, tray, liner and glenosphere removed. Glenosphere and stem replaced with competitor product. Grade 2 notch observed, inferior screw removed. There was no reported breakage of a device or surgical delay/prolongation. The patient was last known to be in stable condition following the event.